Event description:
The customer reported the battery was draining more rapidly than anticipated. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery was draining more rapidly than anticipated. There was no reported patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.